Event description:
It was reported the customer went to the hospital. Customer stated she felt like she had a heart attack and got scared and emergency services were called. Customer stated she thinks issue was caused because of the quick serter. Customer stated she inserted with the serter but the infusion set did not go in correctly so she was not getting any insulin. Customer stated she inserted the infusion set and for forgot to treat for her 400 mg/dl, so when she woke up over 400 mg/dl. Customer's blood glucose was lowered to 100 mg/dl range. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.